Event description:
It was reported by the aci sales professional that a female patient presented to the ER with st elevation myocardial infarction on (B)(6) 2013 and the patient underwent an interventional coronary stemi procedure. The physician obtained access at the right femoral artery using an 18 gauge needle and a 6f sheath (model unknown). The patient reported feeling acute pain during access. Peri-procedure, the patient was anti-coagulated with effient, integrilin, heparin, and asa. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. Hemostasis was achieved and the patient was transferred to recovery, then to the ICU (intensive care unit). The following morning on (B)(6) 2013, the patient complained of a headache, nausea and the patient's bp dropped. There was "no" presence of a hematoma. The patient stated she did not have pain at the access site. A CT scan was performed which revealed a retroperitoneal bleed. A blood panel test revealed that the patient's hct (hematocrit) dropped from 16.2 to 13.9. The patient received a blood transfusion and fluid bolus. The patient was discharged on (B)(6) 2013 with no further complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.